Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08750 inches. All buttons functioning properly. No stuck button alarm noted. No damage in the keypad assembly and the keypad connector on the electrical board was locked properly during visual inspection. Insulin pump received with cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a stuck button alarm and low blood glucose event. The customer¿s blood glucose was 1.5 mmol/l at the time of incident. Customer stated that he manually pushed the insulin into his body because there battery has been removed from the insulin pump. Customer was involved into a car accident due to hypoglycemia. Customer also reported crack at the back of the insulin ;pump. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.